Manufacturer narrative:
Section h.3 evaluation summary attachment: investigation of the described situation, determined this to be a software idiosyncrasy where lead iii data was being placed into the v1 lead position on the printout. The real-time data displayed on the monitor was correct.

Event description:
Customer reported that a printout of a 12-lead ECG had inverted r waves in the v1 location. The data provided on the monitor is correct. No adverse pt outcome occurred. Investigation by the MFR found a software anomaly.